Event description:
On 12feb2025, an email was received from an eye care professional (ecp) who reported that a patient (pt) experienced discomfort, foreign body sensation and pain while wearing a pair of acuvue® vita¿ brand contact lenses (cls). The pt reported changing to a new pair of cls after 2-3 days of wear and reported difficulty removing the cls. On the same night, the pt ¿felt both eyes very painful,¿ was ¿admitted to the hospital,¿ and was diagnosed with keratitis in the right eye (od). A ¿procedure was done¿ on (B)(6) 2025. The pt is reported as an experienced cl user. On 13feb2025, the ecp provided additional information. The ecp corrected the event date as dec2024 and reported the event occurred in china. The pt experienced discomfort while wearing the 1st pair of cls and stopped wearing the cls for 3 days. The pt reported the same issue occurred with the 2nd pair and was unable to remove the lenses from the eyes. The pt went to the hospital, was ¿admitted¿ and received medical treatment in china. The affected eye was confirmed as the od. The ecp will email the medical report as it is received from the pt. On 17feb2025, the ecp reported the pt provided the medical report that will be sent by email. The ecp reported the pt was admitted to the emergency room for 24 hours (exact date not provided) and then discharged the following day. The ecp advised that the treatment details, procedures and prescriptions will be shared in the email. The ecp advised that the pt did not sleep in the lenses and only wore the lenses during the day. On 05mar2025, translated medical reports were received for dates of visit on (B)(6) 2024 and on (B)(6) 2025. Medical report dated on (B)(6) 2024: pt's chief complaint was foreign body sensation in the right eye for 3 days, aggravated for 1 day, od pain after wearing contact lens intraocular pressure was 18.3mm/hg od. Anterior chamber examination showed od conjunctival congestion, edema and local corneal epithelial erosion, no corneal edema, deep anterior chamber, atrial flare (-), clear iris, round and reactive pupil. Diagnosis: keratitis od. Prescribed: tobramycin eye ointment 0.02g right 1 time/night; recombinant human epidermal growth factor derivative in eye drops 0.02ml right eye 3 times/day; recombinant bovine basic fibroblast growth factor in eye drop. Treatment: dressing change, bandage compression. Medical report dated on (B)(6) 2024: pt's chief complaint was foreign body (fb) sensation in the right eye for 4 days, photophobia and lacrimation, curettage of corneal epithelium the pt came to hospital for treatment 4 days prior for eye redness and foreign body sensation in the right eye, accompanied by photophobia and lacrimation, without bleeding, no obvious increase of secretions, no eye pain, dizziness or other symptoms, which were not relieved after rest. Examination: eyelids: no redness or swelling, no mass. Conjunctiva: od: no fb was observed in conjunctival sac and bulbar conjunctiva was hyperemic + +, no edema, cornea: od: large epithelial defect, kp-; anterior chamber: normal aqueous humor with axial depth. Diagnosis: corneal injury od. Prescribed: tobramycin eye drop 0.02g right eye 2 times/day. Treatment: wear cl (oasys), irrigation of conjunctival sac. Medical report dated on (B)(6) 2025: pt's chief complaint was foreign body sensation in the right eye 1 month ago, the patient had eye redness and foreign body sensation in the od, accompanied by photophobia and lacrimation, without bleeding, no obvious increase of secretions, no eye pain, dizziness or other symptoms, which were not relieved after rest. The patient visited the hospital for treatment one month ago. Examination: eyelids: no redness or swelling, no mass. Conjunctiva: bulbar conjunctival hyperemia ++, papilla ++, no edema. Cornea: corneal epithelium punctate fl+. Anterior chamber: normal aqueous humor with axial depth. Diagnosis: od keratitis, od corneal injury. Prescribed: tobramycin eye ointment 1 time/night, fluorometholone eye drops 3 times/day; recombinant human epidermal growth factor derivative in eye drops 3 times/day. No additional information has been received. The date of the pt¿s event is being recorded as 01dec2024 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number: b0165r7 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.